Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2267 alarm that appeared on the homechoice (hc) display. The home patient (hp) stated that she was not connected to the hc yet the technical service representative (tsr) explained the alarm to the hp. The tsr assisted the hp to remove the set and start over with all new supplies. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Upon further review of the information obtained during baxter?s investigation, it was revealed that the patient was not connected to the device at the time of the incident; therefore, it has been determined that the circumstances reasonably suggest that the device malfunction and/or use error reported in this incident would not likely cause or contribute to a death or serious injury were it to recur.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.